Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access s immunoassay system. The initial erroneously elevated result was reported outside the lab. The pt sample was retested and the result was within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was offered by bci and the customer declined the offer. The field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 thru october 23, 2010 for add'l reportable events.